Event description:
It was reported that the patient connector of a minicap transfer set would not adequately connect to a titanium adapter. This occurred during patient use. The titanium adapter is still in use with no additional problems noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) . A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.